Event description:
It was reported that during a laparoscopic anterior resection procedure, the trocar leaked air when 5mm instrument was inserted during the surgery. A new device with the same lot number was opened and used. Same incident happened and surgeon switched to a different device. Longer operating time due to insufficient insufflation of abdominal cavity. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Damaged duckbill the analysis results found that device (a) was returned in good visual condition, the device was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. It could not be determined what may have caused the event reported. The analysis results of device (b) found that the device was returned in good visual condition. The device was functionally leak tested and failed. One possible cause for this type of issue is excessive bending load as a resulting from surgeon manipulation of inserted devices a batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
The right rear wheel component allegedly collapsed, causing the consumer to fall to the floor and fracture her right shoulder.